Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn 34443) displayed fault code 16 (timeout moving to take-up position). No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.